Manufacturer narrative:
(B)(4). Report is classified as a serious injury due to the fact that the surgeon chose to replace the trocar with a balloon trocar. This resulted in the surgeon extending the incision by more than one inch in order to insert the balloon trocar.

Event description:
According to the reporter, during a sleeve gastrectomy, the trocar began leaking gas about an hour or two into the case when smaller sized instrumentation was inserted (5mm) and was more audible when the instruments were torqued. To correct this condition, surgery utilized more gas than they otherwise would have due to the leak. The incision was extended by more than one inch - surgeon reverted to utilizing an applied balloon trocar to stop the leaking gas. The patient is fine.

Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) concurrently with engineering led an evaluation of one port opened by the account. The dilator was not received. The trocar assembly was received. A 12mm and 15mm head were received. Each circular and the envelope seals in the trocar assembly were intact. The trocar passed an air leak test. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.